Event description:
A customer contacted beckman coulter inc. (Bci) regarding two (2) glucose (glu) patient samples did not match when run in duplicate mode that was generated by the unicel dxc 800 pro synchron chemistry analyzer. The original results were erroneously low. The results provided by the customer are shown. The erroneous results were not reported out of the laboratory. Patient treatment was not affected in this event.

Manufacturer narrative:
Samples were ran in plasma tubes from the automation line. Qc had been running within acceptable established specifications prior to the event. A field service engineer (fse) was dispatched and flushed the glucose cup and associated tubing lines the day before the event. The fse also replaced the reagent syringe pump and sample syringe. Root cause is unknown to date.